Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy, with questions about pressure sourced. User stated the inner lumen of the catheter had previously clotted, the patient was being transferred, and he wanted to ask how to connect to an external arterial source if the fiber-optic sensor failed during transport to another facility. The fiber-optic was working at the time of the call. The esp personel had reviewed the function of each source and how to attach and external arterial source to the console and also reminded user to cap the inner lumen and label as do not use, clotted inner lumen to prevent further use. User also had questions about how to utilize the pump during cardiac arrest, if he needed to put the console in standby or leave it on. The esp personel reviewed getinge recommendations for prolonged cardiac arrest and ventricular standstill. User was appreciative of the support and denied any other needs. No harm or injury reported.

Manufacturer narrative:
User called into emergency support program (esp) line during intra aortic balloon therapy, with questions about pressure sourced. User stated the inner lumen of the catheter had previously clotted, the patient was being transferred, and he wanted to ask how to connect to an external arterial source if the fiber-optic sensor failed during transport to another facility. The fiber-optic was working at the time of the call. The esp personel had reviewed the function of each source and how to attach and external arterial source to the console and also reminded user to cap the inner lumen and label as do not use, clotted inner lumen to prevent further use. User also had questions about how to utilize the pump during cardiac arrest, if he needed to put the console in standby or leave it on. The esp personel reviewed getinge recommendations for prolonged cardiac arrest and ventricular standstill. User was appreciative of the support and denied any other needs. No harm or injury reported.